Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold and low amplitude. Further, it was also noted that this ra lead exhibited noise. Additional information was obtained indicating that the patient with this ra lead had methicillin resistant staphylococcus aureus. This ra lead was explanted. No additional adverse patient effects were reported.